Manufacturer narrative:
Functional evaluation of the returned autopulse platform was performed and ua02 (compression tracking error) error messages displayed upon powering up and therefore the reported complaint was confirmed. The load cell 1 of the platform was replaced to remedy the issue. Once completed, error message was able to be cleared and the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and noted no damage upon receipt. Additionally, unrelated to the reported issue, the pdb (power distribution board) revision was updated and the autopulse passed the final functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during testing with a manikin, autopulse displayed ua02 (compression tracking error) error message. The manikin was reported to be secure on the platform and replacing the lifeband and battery did not clear the error message observed. No patient involvement reported.